Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated some of her blood glucose readings were not being stored in the memory of the contour next one. She was only able to find one reading in the memory. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to her.